Event description:
The account reported the bed exit was not functioning. The bed was located in f9 at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician inspected the bed and could not duplicate the issue; the technician found the bed to be operating as designed. The most likely cause is possible user error. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. No repair was needed the bed functions as designed. Based on this information, no further action is required.